Event description:
It was reported that the customer experienced a high blood glucose event, reaching a level of 600 mg/dl. Cause was not known. Customer managed the situation without third-party assistance by administering a correction injection via manual daily injection. Technical support advised the customer to consult with a healthcare professional to explore potential causes affecting blood glucose level.